Event description:
Patient complained of severe pain on a left hip after primary surgery.

Manufacturer narrative:
An event regarding alleged pain involving a cormet head was reported. Method and results: device evaluation and results: not performed as the associated device is OEM product. Medical records received and evaluation: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product. Written acknowledgement from the OEM supplier that an investigation has been initiated at the OEM supplier site was received. OEM supplier to submit MDR with evaluation.

Event description:
Patient complained of severe pain on a left hip after primary surgery.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown left hip. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.